Event description:
A customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. Eventually, the pump started charging after being plugged into a working outlet for at least 30 minutes, but the issue led to a pump shutdown. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a resolution, technical support decided to replace the pump, and the customer agreed to use multiple daily injections (mdi) as backup therapy. Technical support instructed the customer on how to prepare the pump for return and advised on the steps to follow upon receiving the replacement pump. The customer understood all instructions and confirmed acknowledgment.